Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of 13 dec 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint comp-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
One used sample was returned for evaluation. Visual inspection revealed no obvious damage or defect. The cuff was inflated, and was able to sustain inflation. The cuff was deflated, submerged in water, and inflated with air again to check for bubbles. No bubbles were observed at any point along the inflation pathway. The complaint could not be confirmed as reported. No root cause could be determined. All information reasonably known as of 04 mar 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 13 nov 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving the same patient. This is the first of two reports. Refer to 3011270181-2019-00067 for the second report. It was reported that there was a leakage in the tube which required it to be replaced. Per additional information received 28 oct 2019, the area of the leakage is unknown. The tube was put in at 12:30am (B)(6) 2019 and had to be changed at 1:00am on (B)(6) 2019. The patient was weaned off from extracorporeal membrane oxygenation (ECMO) on (B)(6) 2019 and was extubated from the ventilator on (B)(6) 2019. The patient transferred to home hospital on (B)(6) 2019 on optiflow (high-flow oxygen support).